Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, adenomyosis, leiomyoma (-leiomyomas, up to 1.5 cm.), gynecological examination, breast reduction (surgical history -breast reduction age 30) and sexually active (social history- single, sexually active same partner x 3years). Previously administered products included: codeine, effexor, guaifenesin, percocet [oxycodone hydrochloride;paracetamol] and vicodin. Past adverse reactions to the above products included: pancreatis with effexor and guaifenesin and pancreatitis with percocet [oxycodone hydrochloride;paracetamol] and vicodin. The patient had a family history of hysterectomy (family history- hysterectomy for fibroids). Concurrent conditions were listed as menorrhagia and fibroids. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.467 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: -leiomyomas, up to 1.5 cm. Adenomyosis. Proliferative endometrium. Cervix and bilateral fallopian tubes with no diagnostic abnormalities. Intrauterine device. Gross description: 2 metallic wires are identified at the cornua bilaterally, consistent with intrauterine device. Specimen(s) submitted: tissues: uterus or w/o tubes, ovaries (neoplastic). Clinical history: fibroids, menorrhagia [ultrasound pelvis] on (B)(6) 2021: fibroids and possible em polyp vs submucus fibroid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of endometrial disorder, adenomyosis, leiomyoma (-leiomyomas, up to 1.5 cm.), gynecological examination, breast reduction (surgical history -breast reduction age 30) and sexually active (social history- single, sexually active same partner x 3years). Previously administered products included: codeine, effexor, guaifenesin, percocet [oxycodone hydrochloride;paracetamol] and vicodin. Past adverse reactions to the above products included: pancreatis with effexor and guaifenesin and pancreatitis with percocet [oxycodone hydrochloride;paracetamol] and vicodin. The patient had a family history of hysterectomy (family history- hysterectomy for fibroids). Concurrent conditions were listed as menorrhagia and fibroids. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.467 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral. Salpingectomy: leiomyomas, up to 1.5 cm. Adenomyosis. Proliferative endometrium. Cervix and bilateral fallopian tubes with no diagnostic abnormalities. Intrauterine device. Gross description: 2 metallic wires are identified at the cornua bilaterally, consistent with intrauterine device. Specimen(s) submitted: tissues: uterus or w/o tubes, ovaries (neoplastic). Clinical history: fibroids, menorrhagia. [Ultrasound pelvis] on (B)(6) 2021: fibroids and possible em polyp vs submucous fibroid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.